Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that they received a battery-out limit alarm after a battery change. The customer's blood glucose readings were unknown. Nothing further reported.